Event description:
Complainant alleged that during a shift check the autopulse platform displayed a user advisory 41 (patient temperature sensor failure) message that was unable to be cleared by powering the device on and off. There was no report of any patient involvement. No further details were provided.

Manufacturer narrative:
Product in complaint was returned to zoll circulation on (B)(6) 2014 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to the manufacturer for evaluation. Visual inspection of the returned platform was performed and found that the top cover was cracked. Functional testing of the platform was performed using zoll test batteries and no faults or errors were exhibited. Testing confirmed that the temperature sensor was functioning as intended. The platform underwent run-in testing, using a 95% patient test fixture for an hour and no faults or errors were observed. A review of the platform archive was performed and found multiple ua41 (patient temperature sensor failure) errors that occurred on (B)(6) 2014, rather than on the reported event date of (B)(6) 2014. The archive also shows that the platform exhibited a ua18 (max take-up revolutions exceeded) on (B)(6) 2014. The root cause of the ua18 was determined to be that there was no mannequin on the platform when the platform was activated for use. The root cause for the ua41 was not determined. Parts replaced not related to the reported complaint to ensure that the autopulse platform is functioning without issue: the top cover, die cut psa compartment, ui reinforcement window, surface brake st motor, temperature spreader, load plate cover, top cover gasket, ui membrane switch assembly, and system labeling were replaced. The system underwent and meets all testing criteria. In conclusion, the customer's reported complaint of the platform exhibiting a ua41 was confirmed through review of the archive. Functional testing confirmed that the temperature sensor was functioning as intended, therefore no repairs were needed to address the complaint. Parts replaced on the platform were not related to the reported complaint.